Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. This part is a known contributor to air in line alarms and has been replaced. Evaluation also found the fluid numbers to be low and out of specification which would make the device more sensitive to air-in-line alarms.

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.